Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was not working. The catheter was partially explored and was revised; the remaining portion of catheter was still implanted / in use. The partial catheter and pump were replaced (B)(6) 2016 and explanted devices were returned to the manufacturer. Regarding the reason for the catheter revision, it was noted as being "unknown-diagnostic.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and interrogation showed that the pump was used to deliver morphine (25.0 mg/ml at 0.158 mg/day). Analysis of the pump found no significant anomaly. Analysis of the catheter ((B)(4)) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (con) via a manufacturer's representative regarding a patient with an implantable drug infusion pump. The pump was delivering infumorph (morphine) at a concentration of 25 mg/ml and a dosage of 16.5 mg/day. The reason for drug delivery was not reported. It was reported that the patient had a return of symptoms, starting on (B)(6) 2016. After the return of symptoms, the pump had been removed on (B)(6) 2016 due to a pump problem. The pump was then sent to pathology. The issue had been resolved, and there were no additional symptoms after the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.